Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power and did not recognize the battery when it was connected. The controller alarmed with a message to "connect power source" when the battery was fully charged. The controller remains in use and the battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: d11, e1, e3 a supplemental report is being submitted for additional information and corrections. D11 therapy date corrected to (B)(6) 2019. E1 region corrected to schleswig-holstein (01), postal code corrected from (B)(6) to (B)(6) and phone number corrected to (B)(6). E3 occupation corrected from non-healthcare professional (znhp) to other healthcare professional (othe). A1 patient identifier updated from unk to mw. G3 report source updated from foreign, healthcare professional, company representative to foreign, healthcare professional, company representative, regulatory body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. Further investigation using a representative sample revealed that the reported event was replicated while the battery was connected to a battery charger and exposed to electrostatic discharge (esd). The zvchg fet disables the charge and discharge fet, rendering the battery inoperable; this results in the inability to illuminate the battery status leds on the controller display when the battery is connected to the controller. The inability to recognize the battery will result in a power disconnect alarm. Review of the controller log files revealed two (2) controller power events were logged on (B)(6) 2020 at 14:16:30 and 14:38:12, respectively. The data point prior to the first loss of power revealed that a different battery was connected to power port one (1) with 58% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the first loss of power revealed that another different battery was connected to power port one (1) and the other battery was connected to power port two (2). The controller was without power for 15 seconds. The data point prior to the second loss of power revealed that same battery was connected to power port one (1) with 96% rsoc and an active adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and the same battery was connected to power port two (2). The controller was without power for 15 seconds. No anomalies were observed leading up to the losses of power. As a result, the reported event was confirmed. The most likely root cause of the reported inability to recognize the battery and display error event can be attributed to an esd event while connected to a battery charger. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial#: (B)(6); d10: yes, return date: 16-jun-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 648 h6: FDA conclusion code(s): 4309. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c, d and g codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported inability to recognize the battery and display error event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6), h6: img code(s): g02002, g02014, h6: FDA results code(s): c02, h6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.